Manufacturer narrative:
Additional narrative: philips has investigated this complaint. The philips engineer ordered a wireless footswitch and wireless base station which has been installed by the customer. The wired footswitch is also connected. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch frequently has connection problems. The issue was found during preventive maintenance. No harm has been reported to philips. Philips has started the investigation of the complaint.